Event description:
It was reported that an infusor's reservoir ruptured during filling. The device was being manually filled with a solution of fluorouracil and saline via syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the device determined that the bladder ruptured in a non-footed position. The reservoir was also microscopically examined and markings were detected near the rupture line. No other observations were noted on the unit. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.